Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high", although a specific value was not provided. A correction bolus via pump and a manual injection was administered to address the bg level. The customer alleged the pump was not delivering boluses when requested by the customer. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and no boluses were requested by the customer.